Manufacturer narrative:
Insulin pump had an arrow button that did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. No discoloration on screen noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and bleeding lcd.

Event description:
It was reported that the customer sweats more than the normal person. Customer noticed about three weeks ago that the screen was discolored. Customer cannot scroll down to rewind and the arrow buttons do not work. Customer's blood glucose level was 427 mg/dl. Customer stated that the pump was not working at all. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.